Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found the jaws were latched, but held open by a twisted knife blade. The customer reported that the jaw got stuck and stayed open. The reported condition was confirmed. The knife is trapped and not contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.

Event description:
The customer reported that the device jaws became stuck and stayed open during the procedure. There was no injury to the patient.the device was returned to covidien and visual inspection discovered that the knife blade was exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.